Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt received an external shock because of a ventricular tachycardia. The shock was possibly directly applied above the device. The pacemaker involved in this MDR report was explanted and returned for analysis. Another device was implanted.